Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: not specified, inratio: 1.6. Date: following day, lab: 2.1. No patient history provided.

Manufacturer narrative:
Investigation pending.